Event description:
It was reported that catheter issue occurred. The 90% stenosed, 15mm x 4.0mm target lesion was located in the moderately tortuous and severely calcified right coronary artery. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, it was noted that the catheter solder joint was fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that catheter issue occurred. The 90% stenosed, 15mm x 4.0mm target lesion was located in the moderately tortuous and severely calcified right coronary artery. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, it was noted that the catheter solder joint was fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed no issues and the device appeared to be in good condition. Visual inspection revealed sheath assembly kinked. Microscopic inspection revealed the tip was in good condition. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted.